Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR report: 1627487-2011-02660, 1627487-2011-02662, 1627487-2011-02663 and 1627487-2011-02664. The pt received her scs system, including an ipg, three percutaneous leads and three anchors, on (B)(6) 2009. It was reported the system was explanted and not replaced due to erosion. The pt was hospitalized for (B)(6) postoperative due to an infection. A culture of the ipg site was taken, however, the results were not provided to the MFR. The infection was treated with intravenous antibiotics. There has been no allegation from a health care professional indicating the infection or erosion was device related. The pt will not be reimplanted. The explanted products were retained by the facility. No further pt complications were reported.